Event description:
Consumer reported had 2 needles from this box where the non patient end needle broke off in the insulin cartridge. Discarded lot # 4002183. Consumer reported finding dull needles on the patient end when injecting. Unknown lot # dc. Catalog# 320555 same for both subjects. Date of event unknown . Sample status discard . Please look into this complaint. Regards, customer care on fri, nov 15 8:11 am , productcomplaints <productcomplaints@embecta.com> wrote: hello xxxx, greetings! Please look into the below complaint. Regards, embecta customer support. From: productcomplaints : productcomplaints@bd.com, sent: friday, november 15, 2024 11:19 am. To: productcomplaints : productcomplaints@embecta.com. Subject: fw: 320555 lot 4002183. Hello, I hope this email finds you well. Please review the email below and kindly do the needful. Thanks & regards, xxxxxx productcomplaints@ bd. Com bd @ bd.com> sent: thursday, I hope this email finds you well. Please review the email below and kindly do the needful. Bd restricted from: @bd.com sent: thursday, november 14, 2024 12:45 pm. Subject: 320555 lot 4002183. Contact name: xxxxx. Contact number: xxxxxx. Contact email (if available): item(s): 320555. Lot(s): 4002183. Date incident occurred: (B)(6) 2024. Was the patient impacted? Yes was not able to use if yes, describe: needle broke off in the bottle is a sample available?: yes.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11. Correction made to e (country type) and h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.